Event description:
An architect c8000 analyzer generated a falsely decreased sodium result for one patient sample. The architect generated an initial sodium result of 119 and a repeat value of 136. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), no consequences or impact to patient a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated the architect c8000 analyzer generated a falsely decreased sodium result for one patient sample. Water was observed dripping onto the cuvettes from the reagent carousel. The abbott field service representative (fsr) replaced the bellows and poppet valves on the cuvette wash and high concentration waste pumps. The sheet valve and diaphragms for the vacuum pumps were also replaced. Additionally, the fsr indicated that probe 4 tubing was partially blocked and the tubing was cleaned in order to remove the blockage. After this maintenance the fsr indicated the issue was resolved. Tracking and trending revealed no adverse or non-statistical trend or product issue associated with the customer's complaint. Labeling was reviewed and found to be adequate. Based on the available information a deficiency was not identified.